Manufacturer narrative:
Batch number added in d tab: investigation results: our quality engineer inspected the sample submitted for evaluation. Bd received one unsealed and used 22ga x 1.00in. Insyte autoguard unit from lot number 3278271. A visual inspection was performed and discovered media present. The unit was attempted to retract but the button was unable to be activated. Microscopic analysis discovered a excessive adhesive on the front of the needle hub and some adhesive between the hub and the grip. Your reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to the adhesive dispensing station. This may occur at the adhesive dispense process due to station misalignment, part misalignment or adhesive buildup on the nozzle. A vision system software and quality control plan functional testing are performed to mitigate the occurrence of this defect. In addition, a device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause.

Event description:
No additional information.

Event description:
It was reported that bd insyte autoguard retraction problem. The following information was provided by the initial reporter, translated from chinese to english: needle retracted malfunction. 01-jul-2024- received an email response from complainant for information requested. It is stated that "needle retracted malfunction" please describe what malfunctioned: did the needle fail to retract? It is failed to retracted. Did the needle partially retract? No. Was the needle stuck in the catheter and could not be retracted? No. Other? Please describe.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.